Event description:
At completion of coronary angiogram/cardiac catheterization procedure, physician used perclose device to close the artery. No problems were noted. Pt developed symptoms and ultrasound on (B)(6) 2014 showed some stenosis. Pt required repair of right common femoral artery - the suture had captured the posterior wall of the common femoral artery. Vein patch repair performed.